Manufacturer narrative:
(B)(4). Date sent: 11/23/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the trt75 reload was received unfired with the forks broken off and with the left gripping surface damaged. No functional test was performed due to the condition of the reload. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts were made to obtain additional information and the following information was received: could you please provide more details for "reload pin were not deployed"? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? How was the procedure completed? Sales rep informed as he was not present in the case, above questions are difficult to answer for hospital staff. Attempts were made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the "reload pins were not deployed." It is unknown how the procedure was completed. There was no patient consequence.